Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved trocar leaked during an eye procedure. There was no patient harm. The product sample was discarded.

Manufacturer narrative:
Additional information: one opened trocar was received on an infusion cannula, with other items, in a tray for this report. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was found conforming. The returned sample was found to be conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
A product sample was not returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. (B)(4).